Event description:
Additional information has been received that this lv lead was explanted at the time the patient underwent a lead revision to replace a fractured competitor's right ventricular (rv) lead. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedances and had no capture in any of the four available pacing vectors. The patient was not pacemaker dependent and no adverse patient effects were reported. Additional information was received that the patient's device was left programmed ddd with bi-ventricular pacing even though the lv lead was not functioning. The patient was scheduled to see the physician in follow-up. At this time, available information suggests that the lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory an detailed evaluation of the lead was performed. The complete lead was returned and it was noted there was dried blood or body fluid in the entire lead lumen. Analysis revealed there was a conductor fracture at 274 mm from the terminal pin; the fracture was due to the suture tie down sleeve. The insulation was bent in this same area and puckered at 253 to 265 mm from the terminal pin, and the inner insulation was worn at 274 mm from the terminal pin. The field allegation was able to be confirmed through analysis.